Manufacturer narrative:
Product analysis found that the 1) product ID: nim4cm01, serial/lot #: (B)(6) - crm failure. 2) product ID: nim4cm01, serial/lot #: (B)(6) - no fault found. 3) product ID: nim4cm01, serial/lot #: (B)(6) - software failure. 4) product ID: nim4cpb1, serial/lot #: (B)(6) - interface failed dock detection testing. 5) product ID: nim4cpb1, serial/lot #: (B)(6) - no fault found 6) product ID: nim4cpb1, serial/lot #: (B)(6) - connector(s) failure 7) product ID: nim4cpb1, serial/lot #: (B)(6) - no fault found. Additional information suggest that b17, c20, d14 and g02030 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that machine has consistent issues such as excess noise, pop-up messages that cannot be troubleshooted, muting detection does not work with or without muting probe. This is distracting to the physician and staff in the room and results in excess or time due to troubleshooting or having to swap out machines. There is no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cm01, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.